Event description:
It was reported that the patient had the vns generator and lead explanted on (B)(6) 2015.

Event description:
It was reported that the patient developed an infection. The patient subsequently had vns explanted over the weekend of (B)(6) 2015. The patient had vns implant surgery on (B)(6) 2015.

Manufacturer narrative:
Manufacturer device history records were reviewed.review of the manufacturer device history records confirmed sterilization was performed for both the generator and lead prior to distribution.